Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed "check iab catheter" then the augmented waveforms went flat and blood flashed back into the helium line. The iabp unit was immediately put on stand by and a physician was called to the patients bedside and stated that the patient needed to go to the operating room to have the intra-aortic balloon removed. There was no patient harm reported. Medwatch # (B)(4).

Manufacturer narrative:
The in-house biomed evaluated the intra-aortic balloon pump and inspected the tubing. The biomed found blood tracing back to the vacuum reservoir. To resolve the reported issue, the biomed replaced the drain tubing , purge assembly, safety disk and the crm (customer relationship management system). The unit was tested, returned to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). Patient height 170cm. Evaluation not requested by complainant.